Event description:
It was reported that a guidewire entanglement occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. The catheter was utilized for three runs with no issues, however on the fourth run the catheter became stuck on the wire. The catheter was not able to be removed on its own, so the wire and catheter were both removed from the patient together as a unit. Upon removal, it was noted that the wire was bent in three different places. The procedure was able to be completed using the device before the entanglement, so no new device was needed. There were no patient complications.